Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and analysis found that the rv (right ventricular) defibr illation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 7232cx, implantable cardioverter defibrillator (ICD),  implanted: (B)(6)2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead delivered an inappropriate shock due to high impedance and oversensing of noise. A fracture was suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.